Event description:
Urinary retention: pt performing self intermittent catheterization (isc). "The pt will continue isc until 3-months, post-op, and will be re-evaluated at that time. If the retention is still occurring, the pt may choose to have the sling removed."

Event description:
Additional info received indicates that the pt had an outpatient procedure to cut the sling.